Manufacturer narrative:
No details have become available to better describe the event and specific circumstances that led to the reported injury. No product has been returned for evaluation. Indications for use: "the nuvasive monolith corpectomy system is a partial or total vertebral body replacement device indicated for use in the thoracolumbar spine (t1 to l5) to replace a diseased or damaged vertebral body caused by tumor or fracture, to restore height of a collapsed vertebral body, and to achieve decompression of the spinal cord and neural tissues..."

Event description:
Received a voluntary event report (mw5071101) stating: patient underwent a single-level c6 anterior cervical corpectomy and fusion using a monolith device. Paralysis reportedly resulted from the procedure. Patient underwent an unspecified revision procedure six months post-surgery.